Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: due to continued use of the pump, the event date was overwritten in the pump¿s history. A review of the daily insulin delivery totals showed that they correctly reflected the user¿s programmed basal rates. Due to an unrelated failure, an alarm was emitted that could not be cleared and the pump could not be adequately tested. (B)(4).

Event description:
On (B)(6) 2012, the patient contacted animas and left a message that the pump was not working and he had not received insulin in over a day. It was noted that the patient could not remember any of his information due to "blood sugar issues". No additional information was provided. Animas customer support made several attempts to reach the patient to obtain additional information and review the subject pump; however, were unsuccessful in their attempts. Based on the information provided, there is no indication that the alleged pump issue caused and/or contributed to a severe blood glucose excursion. However, this complaint is being reported because the alleged meter issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.